Event description:
Ljf06/06/14 it was reported the handpiece and attachment were running rough. During analysis a broken bur was found stuck in attachment. There was no report of patient impact.

Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. Concomitant medical products : * 1845020, indigo angled attachment, serial # (B)(4), lot # 20611096; k081475, hbe, manufacture date 09/2012. * 1845000 indigo high speed otologic drill, seiral # (B)(4), lot # 206315563; k081475; manufacture date 11/2012. The attachment returned was visually reviewed and confirmed there was a portion of a bur stuck in the device. Results - fracture problem.